Event description:
Additional information was received that the lead could not be implanted due to patient's anatomy and scar tissue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the physician was unable to implant a lead on (B)(6) 2020, therefore, the procedure was abandoned.